Manufacturer narrative:
A getinge field service engineer (fse) checked the equipment and fault code records on-site at the hospital to confirm the fault reported by the customer for repair. It was confirmed that the valve group was broken and the valve was replaced. The equipment passed the pre-use inspection. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use. Parent record reference ID (B)(4).

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) experienced a low negative pressure fault. The issue was found before use, hence there was no patient involvement.